Event description:
Per the clinic, the patient underwent a soft tissue reduction (specific date not reported), but experienced a loss of osseointegration resulting in fixture loss. The patient was placed under general anesthesia on (B)(6) 2020, in order to explant the device. The patient was reimplanted with a new device during the same surgery.